Event description:
I have witnessed multiple pts being treated with hyperbarics for cancer die. This is not a treatment for people with cancer. It actually feeds the cancer and makes it grow. (B)(6) wellness center in (B)(6) is treating multiple "off lab" non FDA approved and selling it; 99% of the cancer pts treated there have died. Also, I have spent lots of money there with the false hope of a cure. The ceo will tell you it treats ingrown toenails to make a buck. She acts like she really cares but it's all about the money. Wish I had mine back. FDA safety report ID# (B)(4).